Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed and required maintenance. A field service engineer (fse) found tower was not failed, but tower door 5 on the second plane had intermittent clicking. Cleaned the micro switches with a brass brush and applied conductive grease, then reseated the harness at the controller board and the internal pyxis bus cables for both boards. Rebooted the system and verified operation through hardware test application, completing all tests successfully. Launched the application, and escort access to the pyxis was confirmed with no issues. The system functioned as intended after the field service engineer repaired the device.